Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the unit began to malfunction with no warning but was now fixed. It was unknown what the cause was and no unusual circumstances were noted to have happened. The patient stated they were sent a new unit to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator was turning off by itself. It has happened 2-3 times since (B)(6) 2019, and the patient was complaining of pain. The stimulation turning off was not related to a positional movement. The patient confirms that the patient controller displays stimulation off when they notice that the implantable neurostimulator turns off. It was suggested that the patient keep a journal of when the implantable neurostimulator is turning off and to journal the battery level of when this occurs. The patient was redirected to their health care professional for additional troubleshooting. There were no further complications reported.